Event description:
New information received noted that there was a recurrence of noise oversensing on the atrial lead on (B)(6) 2024. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right atrial lead exhibited noise oversensing resulting in inappropriate mode switch and episodes of noise reversion. No intervention was performed. Patient status was not known.